Event description:
The customer alleged the audible alarm was intermittent. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and replaced the power switch. The unit passed extended self testing. It is not verified that the audible alarm was intermittent, and no malfunction may have occurred, this report is not an admission by nellcor puritan-bennett that this device cause or contributed to the event alleged in this report.